Event description:
Rptr writes, "we wish to inform you of an adverse event related to the above mentioned pt. This pt was randomized to the implantable automatic defibrillator (aicd) arm on 12/10/98. The aicd was implanted on the same day. The pt was followed closely post implant. The aicd and incision area remained without any signs of problems. He offered no complaints about the aicd area, but continued with complaints of shortness of breath, angina at rest and fatigue which was addressed by his primary cardiologist. The pt's primary physician felt that due to the pt's coronary artery status, he would benefit from coronary bypass surgery. On 2/9/99 the pt was admitted to the hosp and had bypass surgery on 2/10/99. He was discharged on 2/13/99. While home he complained of post operative site pain and was followed by his surgeon. On 2/25/99, the pt was admitted to the hosp complaining of excessive back pain. He was lethargic and confused at times. On 2/26/99 he was transferred by helicopter to another hosp. The discharge diagnoses were high grade fever, disorientation, posterior and back discomfort, with fluctuating blood pressures, perhaps secondary to sepsis from a possible intrathoracic abscess after recent coronary artery bypass graft surgery. On 3/1/99 the pt underwent a sternectomy and debridement of mediastinal space. Pt was intubated and placed on a ventilator. Pt's fever persisted and on 3/7/99 the pt returned to surgery and was debrided again, has a blood clot removed from the right atrium, had an exploratory laporotomy with the omentum flap redirected to cover the chest cavity. His implantable automatic defibrillator was removed at this time to provide the chest with no other problem sites. At present the pt's condition remains critical. We will continue to monitor and provide more info as it becomes available." This gentleman underwent a coronary artery revascularization using a left internal mammary artery and vein graft. He went home and was doing well and was admitted to another hosp in acute sepsis. At that time his physical exam was normal and no obvious source was found. He was transferred to this hosp where again he was found to be in septic shock. However, no physical findings were noted. His blood cultures grew gram-positive staph cocci. Last night the bottom edge of his sternal wound drained pus which also grew gram-positive cocci. It was planned to debride his sternum and mediastinal space and leave him packed open for later flap. On 2/25/99 he was at the cardiothoracic surgeon in follow up; and because that surgeon was busy with a case, his partner saw the pt. At the time the pt's wife reports that he was having intermittent episodes of neck and back discomfort, but no frank fever or chills. His physical exam apparently was not very remarkable, and ultimately the pt went home after being seen in the outpt clinic there. However, shortly after arriving home he became very anxious and agitated, and complained of more back pain. The pt's wife apparently got a hold of a nurse practitioner or clinical nurse specialist of the cardiothoracic surgical division and the pt ultimately received a prescription over the phone for lorazepam for relaxation and was told to take tylenol. Initially he followed these instructions, but he apparently became no better. Then, the pt ultimately in the wee hrs of the morning this morning, got up to use the bathroom and has severe weakness, nausea and no vomiting at that point. According to his wife, he fell to the floor. She was able to drag him up, as he apparently had not lost consciousness; but he had a very clouded sensorium by her report, as he was very disoriented. She ultimately called the paramedics and they brought him into the ER for evaluation. When he arrived he had a temperature of 103 degrees. His blood pressure was initially reported at 161/75, although transiently he dropped his blood pressure down by report to 60 systolic, which responded to intravenous fluids. He had no physician here, so another dr was called. When he evaluated the pt he found the pt to be extremely lethargic. His physical exam was remarkable for his lethargy, disorientation and diapheresis and febrile state. While initially in the ER, the pt had coffee ground hematemesis, and this was hemoccult positive. The electro-cardiogram on admission revealed a wide qrs tachycardia that was probably sinus with atypical left bundle branch block at the rate of 115 beats/min. This electro-cardiogram was later repeated and showed now sinus tachycardia rate of 133 beats/min with interventricular conduction delay, but not atypical left bundle with diffuse t wave abnormalities and evidence of an inferior wall infarct of undetermined age.